Event description:
It was reported a critical alarm had occurred due to motor stall. The alarm was not heard, but confirmed on telemetry strips. Event logs also noted two motor stalls in 2009 and the next day following mris on each day. A tube set error was noted two days later and motor stall recovery at about 4 days later. No symptoms were reported. The patient was noted as "fine" following the pump recovery.